Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions, grip tips opened and closed properly, and the instrument passed a clip test with three attempts. A visual inspection internal and external was performed and passed. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, the large hem-o-lok clip applier instrument did not fire properly on repeated use. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.